Manufacturer narrative:
Occupation: mitek employee. Investigation summary the device was received at the service center. The complaint was confirmed. Per service report, the repair and testing of the unit will not be completed at this time because there is no need for it in the pool due to excess units in the pool at this time. Unit placed into long term hold. At this time, no corrective action is required, and no further action is warranted, as the device was placed in long term hold. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate by notification through phone that during a knee scope case on an unknown date, an fms duo pump wheel was spinning constantly, it¿s happened intra op time, and the device was not maintaining proper pressure. A back-up pump device was used to complete the procedure. No surgical delay was noted. No injury to patient was reported. This is report 1 for 1 (B)(4).